Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. D10: item # unknown, unknown fitmore cup 54mm, lot # unknown. Item # unknown, unknown durasul insert 36mm, lot # unknown. Item # 0100551310, fitmore stem, lot # 2645952. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records were provided and reviewed by a health care professional. A review of the received primary implantation report identified a tha placed without intraoperative complications and stable with rom testing. A review of the revision report for the revision surgery post implantation identified indication for revision due to pain. Infection negative. Initial concern was implant loosening, however, implants were found well-seated during revision surgery. Femoral head was revised with no tendency to dislocate. Cup and stem firm and left in-situ based on the available information, the reported event can be confirmed. However, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had a left total hip arthroplasty. Subsequently, the patient was revised approximately 1 year and 5 months post implantation due to pain. During the revision, significant scarring was noted in the tensor fascia lata. The cup and stem were well-fixed and left intact. The head was revised without complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): g2: report source switzerland. D10: item # unknown, unknown fitmore cup 54mm, lot # unknown; item # unknown, unknown durasul insert 36mm, lot # unknown; item # 0100551310, fitmore stem, lot # unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.